Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. The getinge field service engineer (fse) that had evaluated and troubleshot the iabp as mentioned in the initial emdr, reported that after it was confirmed that the issue was with the head pump and needed to be replaced, the fse at a later day went back to customer's site for maintenance and replaced the new head pump and head fittings. The fse had then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. This reported issue is related to mfg report number 2249723-2021-02697. ((B)(4)).

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse removed the pump head on another cardiosave and replaced it. After the troubleshooting, it is confirmed as the pump. There are currently no parts that have not been repaired. The iabp is currently unavailable for use. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed electrical test failed # 14 when the iabp was turned on. There was no patient involvement, and no adverse event reported.